Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician couldn't see the coil (subject device) under fluoroscopy. The physician removed the catheter and flushed it and found that the subject coil had prematurely detached inside the microcatheter. The procedure was not completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal contact wire and the coil delivery wire were intact. The main coil was attached and the distal tip was found to be intact. The main coil was noted to be stretched and the suture was damaged. The device was placed under an xray machine and images were taken, the coil was seen under fluoroscopy. During the functional inspection, there was friction when advancing the coil in the returned introducer sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the coil was not advanced or retracted with force. An assignable cause of not confirmed will be assigned to the reported events since these issues included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as analyzed events since these issues appear to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the physician couldn't see the coil (subject device) under fluoroscopy. The physician removed the catheter and flushed it and found that the subject coil had prematurely detached inside the microcatheter. The procedure was not completed successfully. No clinical consequences were reported to the patient due to this event.